Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had received a power error detected and got replace battery now alarms on the insulin pump. The customer¿s blood glucose level was 18 mmol/l. The customer was treated with injection and removed the pump. The customer stated that they did not get a low battery alert prior to the replace battery now alarm. The customer replaced battery and got a power error. The customer reported power error detected within a week of troubleshooting the previous occurrence. The customer declined troubleshoot for high blood glucose. The customer was advised to monitor the pump and call back if the error recurs. The insulin pump will not be returned for analysis.